Manufacturer narrative:
Outcomes attributed to adverse event: self catheterization. Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they met with a rep around june 9th about their urinary stream. Their urination wasn't a steady stream any more, it was minimum flow. They said the issue began a good 2 weeks prior to meeting with the rep. The rep adjusted the stimulation by bringing up the intensity. Since then everything that was part of the norm for the patient went back to being not so normal. They said it started a couple of days after meeting with the rep. For instance, their bowels were difficult now, they took an amatezia pill and ate a lot of fiber, they were still running constipated and they didn't have this prior. They had maybe a couple of days of not having a bowel movement. They inserted a fleet suppository. They talked to their doctor and they were supposed to increase water intake to 60 oz. They had to self-cath. When the patient would cath, they would wake up in the morning good. Now they were not going as much during the day, and they were going extremely a lot in sleep. The were now waking up wet. The water was not helping. They said it felt different when they ran their hand over their back. They had an unrelated procedure on july 1st. They noted the stimulator had been cut off twice, once for the procedure and once for MRI. They felt something wasn't right. They were redirected to their healthcare provider to further address the issue. The patient noted relevant medical history as multiple sclerosis, noting they were on gabapentin, clonazepam, and baclofen, which cause constipation. The doctor now had them taking amitiza 24 mcg 2x a day. It had been working fine along with fiber cereal and salad, now it wasn't doing anything anymore. The patient also reported they had an MRI and it shook them all around, it wasn't a smooth procedure.

Event description:
Additional information was received from the patient. They reported that the patient was having issues with their implanted device. They stated that back in (B)(6) their representative increased stimulation on the device. They stated that since then the device was not differentiating between night and day. Their doctor told them to increase their water intake. They had started voiding all night long after self catheterizing once before bed. The patient was voiding without being aware of it at nighttime. They had been waking up wet. They were also constipated. The patient was prescribed a medication to help with this. The patient stated that the implant feels like it was not in the same place it was when it was put it. They stated that it feels bumpy now when it was smooth when it was put it. The patient was advised to contact her clinician about this issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.